Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair procedure, while inflating the hernia dissection balloon, there was a crack in the trocar and the could not inflate the balloon. To resolve the issue, the surgeon opened another balloon. There was no patient injury.